Event description:
It was reported that a customer's pump had a cracked and shattered touchscreen, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.